Manufacturer narrative:
The cause of the purge arm leak was a damaged sidearm due to an unknown reason since the complaint device not returned for investigation. Insufficient data provided to determine a root cause. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock and with low cardiac output syndrome was implanted with an impella 5.0 for mechanical circulatory support. Post impella implant, the patient condition was classified as critical and the patient who had been on extracorporeal membrane oxygenation (ECMO) since before impella support, was switched to venovenous ECMO. Five days into impella support, it was reported there was a small leakage at the purge and low purge alarms were triggered. The physician was advised on a purge bypass procedure, or to replace the pump. The medical team determined pump replacement was not an option, and the plan of care was to attempt to wean the impella within the next two days. Three days later, per the ICU physician, the patient was in septic shock and the patient was started on dialysis. The purge leak issue was unchanged, with reported acceptable pump values. The following day, it was noted that the pump was running with no issues, but the patient continued to decline. The patient continued to experience septic shock and multiple organ failure. The purge arm leak remained unchanged, and the pump was running a p-7 with no issues reported. It was noted that the patient later expired this day. Additional information was received regarding the sepsis and it was noted the patient developed sepsis due to the surgical procedure (bypasses) and the subsequent centrally placed ECMO with initially only a temporarily closed thorax. Given the totality of the information, cause of death is more likely sepsis and multiple organ failure per the treating physician. Per the treating physician the sepsis appears to have been caused by bypass surgery and subsequent centrally placed ECMO and there was no allegation or concern that impella caused or contributed to the patient's sepsis. However, given the purge sidearm leak, the consequential low purge pressure and the critical status of the patient, the continual purge sidearm leak/low purge pressure cannot be excluded from the contributing to the outcome.